Manufacturer narrative:
(B)(4).

Event description:
Product analysis (pa) for the returned generator was completed. The device was received with an end of service warning message that was verified in the pa lab and found to be associated with the output current being disabled by the generator due to the generator remaining ¿on¿ post explant. Additionally, review of the data downloaded from the generator shows that post implant impedance had increased from a value of 1803 ohms (which is within normal limits) to 22901 ohms (which is above normal limits). However, this would be expected upon explant and the 1803 ohms prior to explant indicates the device was working as intended at the time of the patient¿s death. The generator was tested and performed according to functional specifications. It was determined that no anomalies existed and there were no performance, or any other type, of adverse conditions found with the generator other than the expected post explant high impedance and subsequent end of service due to the generator being left programmed on after explant. Pa for the returned lead was also completed. Note that the lead assembly (body), including the electrodes, was not returned for analysis therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings in the pa lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
An explanted vns generator and lead were returned to the manufacturer for an unknown reason. An internet search was performed and it was found the patient had passed away on b)(6) 2014. The office of the patient's last known physician was contacted and it was noted the physician had not seen the patient since 2014 and did not see the patient at the time of her passing; therefore, they were unable to provide information regarding the patient's death. While product analysis is expected, it has not been completed to date.